Event description:
During the procedure a retriever was used for an m2 occlusion in the left middle cerebral artery (mca). During deployment and retrieval, the patient got up and the bgc device moved and caused a dissection at the left internal carotid artery (ica). No medical intervention was performed as the angiography had revealed cross flows at contralateral ica and the vertebral artery. Systemic heparinization had been started 24 hours post procedure, but ischemia of the left-mca occurred; 31.8 mg of tissue plasminogen activator (t-pa) was intravenously administered to the patient. The patient died eight days post procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical analysis cannot be performed. However, patient outcome of vessel dissection and death are noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event. Device not returned.

Event description:
During the procedure a retriever was used for an m2 occlusion in the left middle cerebral artery (mca). During deployment and retrieval, the patient got up and the bgc device moved and caused a dissection at the left internal carotid artery (ica). No medical intervention was performed as the angiography had revealed cross flows at contralateral ica and the vertebral artery. Systemic heparinization had been started 24 hours post procedure, but ischemia of the left-mca occurred; 31.8 mg of tissue plasminogen activator (t-pa) was intravenously administered to the patient. The patient died eight days post procedure.

Manufacturer narrative:
Device not being returned.